Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, patient was fine at the conclusion of a procedure but had to be brought back in due to post op bleeding within the first 24 hours which was controlled with a suction coagulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.